Event description:
Related manufacturer reference number: 2017865-2021-35363. It was reported that the patient presented for a follow-up in clinic with fatigue, dizziness, and extra-cardiac stimulation. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high capture thresholds and loss of capture. The system was turned off and replaced on (B)(6) 2021. The patient was stable other than fatigue and dizziness.